Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a knee fusion procedure. The patient was transferred to the floor. The nursing staff had moved the patient and pulled on the leg and the segments came apart. The surgeon reopened the incision to reduce. The surgeon decided to go a 1 cm longer. A segment was removed and two segments were implanted to add length. The patient was reduced and segment tapers were engaged. Doi: unknown. Dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.